Event description:
The cadd-prizm vip model 6101 ambulatory infusion pump, software model: pog iod coc toe, manufactured by sims deltec, inc. Was used for a 46 hour continuous infusion of chemotherapy. The pump caused air bubbles in addition to the liquid to be delivered to the pt. Upon complaint, we were told that a bubble detector was available, but that it was commonly rejected by patients because it gave alarms all too often for very minor bubbles. Air bubbles were seen in the tubing leading to the pt on three different occasions when the pump was in use. We stopped the pump before the bubbles gained access to the pt. We are not aware of harm having been caused by the bubbles. However, there is clearly the potential for grave harm secondary to air being injected into the venous blood.